Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump had a spontaneous scraping noise during a set change; the device also alarmed with a motion sensor test failure during the rewind process. The customer's blood glucose at the time of incident was 10.2 mmol/l. Troubleshooting was initiated and the insulin pump alarmed with a motor error during the prime process. The insulin pump will be returned for analysis.